Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2011, for on unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2009 and underwent revision procedure on (B)(6) 2011. Additional information from patient¿s legal counsel alleges the patient suffered symptoms including pain, swelling, inflammation, and damage to surrounding bone and tissue, and lack of mobility and range of motion of the right hip. Per patient's counsel, the surgeon noted ¿significant metallosis around the cup." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2009 and underwent revision procedure on (B)(6) 2011. Additional information from patient's legal counsel alleges the patient suffered symptoms including pain, swelling, inflammation, and damage to surrounding bone and tissue, and lack of mobility and range of motion of the right hip. Per patient's counsel, the surgeon noted "significant metallosis around the cup." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 right hip revision operative report noted the revision was due to pain and further noted metallosis around the cup and scar tissue. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the alleged symptoms surrounding the patient¿s right hip revision, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur: ¿material sensitivity reactions,¿ and ¿inadequate range of motion.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2012-01624 and 1825034-2013-04902).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.